Event description:
The physician reported that the vari-lase endovenous procedure fiber burned back from the tip, causing a skin burn upon removal of the sheath. Vsi has no additional info about actions taken by the physician concerning the skin burn.